Event description:
The patient reported experiencing elevated blood glucose of 560 mg/dl. The patient injected insulin via pen to lower blood glucose readings. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.